Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could be duplicated. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a physicist discrepancy of system exceeds 10 r/min in normal mode. No pt injury was reported.